Manufacturer narrative:
(B)(4)..

Manufacturer narrative:
Covidien reference number: (B)(4). The field service engineer (fse) evaluated the device and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb). The gui pcb was then returned for investigation. A visual inspection was carried out on the returned component and no anomalies were observed. The gui pcb was installed into a test ventilator for analysis. The ventilator was powered on and the upper gui display screen was blank. The root cause was determined to be a component on the pcb that is now obsolete. The returned gui pcb was superseded by a newer version of the pcb and that newer version was installed into the ventilator at the user facility.

Event description:
The customer reported the ventilator had a blank graphic user interface (gui) display while in use on a patient. The patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event..